Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. Additionally, the right ventricular (rv) lead had become dislodged several years prior, but patient was lost to follow-up. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2010 (B)(6); 4592 competitor implantable pacing lead 2010 (B)(6). (B)(4).